Event description:
Customer reported that she had not been receiving the alerts to check the blood glucose. She confirmed that the feature had been turned on. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.